Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they developed a bad yeast infection from the anti-biotics she was taking after implant and she said this is now clear. Patient said that she feels the vibration in her vagina however, said that it feels like she has a tear in her vagina. Patient said that she has decreased stimulation once because when she increased the intensity and the stimulation was too strong. Patient said that when she decreased the intensity it was more comfortable. Patient will turn stimulation off for 30-60 minutes minimum and if she still feels sensation like she has a tear in her vagina, patient to call hcp and schedule appointment for medical assessment. If patient notices that she no longer feels like she has a tear with stim off, patient to consider switching programs. Patient called back and said that the 'tearing" feeling subsided with stimulation being turned off. Patient successfully switched to a different program and will monitor what she notices about bladder/bowel control symptoms and adjust as needed however, also to pay attention to how stimulation feels once she gets to the level that she is feeling the stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they developed a bad yeast infection from the anti-biotics she was taking after implant and she said this is now clear. Patient said that she feels the vibration in her vagina however said that it feels like she has a tear in her vagina. Patient said that she has decreased stimulation once because when she increased the intensity and the stimulation was too strong patient said that when she decreased the intensity it was more comfortable. Patient will turn stimulation off for 30-60 minutes minimum and if she still feels sensation like she has a tear in her vagina, patient to call hcp and schedule appointment for medical assessment. If patient notices that she no longer feels like she has a tear with stim off, patient to consider switching programs. Patient called back and said that the 'tearing" feeling subsided with stimulation being turned off. Patient successfully switched to a different program and will monitor what she notices about bladder/bowel control symptoms and adjust as needed however also to pay attention to how stimulation feels once she gets to the level that she is feeling the stimulation. No further complications were reported or anticipated.